Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50 serial number: (B)(6). Batch/lot number: 7077815 model/catalog description: artisan lead 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316 serial number: (B)(6). Batch/lot number: 34018681 model/catalog description: clik anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced severe pain which led to almost losing the eyesight and the spinal cord stimulator (scs) device was not providing adequate pain relief. It was also noted that the patients pain stopped when the scs was turned off. The patient was hospitalized and underwent an explant procedure.